Event description:
Pt s/p mastectomy 3/93, with insertion of bilateral implants. 11/93, pt returned to or for revision of implants secondary to right bilateral capsular contracture. Dr had arranged with co for free replacements. Old implants sent to co. 2/23/94. Pt returned with left breast infection. Bilateral implants removed. Implants returned to co per dr. No other implants inserted (implants intact upon removal.)